Event description:
Customer reported that the pump battery depleted too rapidly but did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Cts confirmed the battery depletion through logs and decided to replace the pump. Customer was advised to use a backup insulin pump to ensure insulin delivery was not interrupted. Cts instructed the customer on putting the pump into storage mode before returning it and sent a pre-paid label for return within 10 days, which the customer acknowledged.